Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump volume was too low. There was no adverse impact to the customer¿s blood glucose level. No additional product or event information is available.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.